Manufacturer narrative:
The insulin pump failed the displacement test due to motor encoder signal out of phase. No motor error alarm during rewind noted. The insulin pump received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer stated that there were some moto error alarm in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.